Manufacturer narrative:
Additional information: g3 correction: remove rfr: adverse event fdp/ime/imf: serious injury/ illness/ impairment, more complex surgery additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 72203012, dense tis shaver plus 72203012 truclear (lot#5878322); 72203012, dense tis shaver plus 72203012 truclear (lot#5878322); 7209807, 7209807 truclear handpiece (serial#unknown); 7209820, 7209820 truclear footswitch (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after procedure, one blade exhibited excessive leakage while being window locked, compromising visualization and increasing fluid usage. Additionally, another blade did not come window locked as expected, requiring a manual window-locking procedure and adding complexity to the surgery.